Manufacturer narrative:
This report is submitted on april 29, 2021.

Event description:
Per the surgeon, the patient experienced a head trauma resulting in a dislodgement of the internal magnet. The magnet was replaced on (B)(6) 2021.